Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath a cardiac tamponade occurred. During the procedure left atrial access was lost for both the sheath and catheter. The sheath was guided back into the left atrium using a cs catheter and the farawave was then reintroduced. After this tamponade was identified. Drainable was performed and the procedure was cancelled at that time. The patient was then transferred to the intensive care unit and is expected to fully recover. It was almost mentioned that during the procedure the guidewire became difficult to advance out of the catheter but could be withdrawn without issue. The physician suspects that regaining left atrial access was likely the time the tamponade occurred; however, the patient's anatomy was difficult and manipulating the catheter was complicated through the entire case. The sheath has been returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath a cardiac tamponade occurred. During the procedure left atrial access was lost for both the sheath and catheter. The sheath was guided back into the left atrium using a cs catheter and the farawave was then reintroduced. After this tamponade was identified. Drainable was performed and the procedure was cancelled at that time. The patient was then transferred to the intensive care unit and is expected to fully recover. It was almost mentioned that during the procedure the guidewire became difficult to advance out of the catheter but could be withdrawn without issue. The physician suspects that regaining left atrial access was likely the time the tamponade occurred; however, the patient's anatomy was difficult and manipulating the catheter was complicated through the entire case. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block h6: impact codes.

Manufacturer narrative:
When the sheath was first received at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were found. Next, they functionally tested the sheath and found no issues with the steering or irrigation of the device. There was no defect found with the returned device. Based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the faradrive sheath. The instructions for use state "potential complications that can occur during minimally invasive cardiac procedures include, but are not limited to, the following: "cardiac tamponade." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath a cardiac tamponade occurred. During the procedure left atrial access was lost for both the sheath and catheter. The sheath was guided back into the left atrium using a cs catheter and the farawave was then reintroduced. After this tamponade was identified. Drainable was performed and the procedure was cancelled at that time. The patient was then transferred to the intensive care unit and is expected to fully recover. It was almost mentioned that during the procedure the guidewire became difficult to advance out of the catheter but could be withdrawn without issue. The physician suspects that regaining left atrial access was likely the time the tamponade occurred; however, the patient's anatomy was difficult and manipulating the catheter was complicated through the entire case. The sheath is expected to be returned for analysis.